Event description:
New information reported that on (B)(6) 2016, the device was explanted and replaced.

Event description:
New information reported stated that on (B)(6) 2015 the asymptomatic patient presented for a routine follow-up. The pulse generator continued to exhibited excessive battery discharge and would be scheduled for a replacement procedure.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that upon interrogation, the pulse generator exhibited excessive battery discharge. No programming changes were performed. The physician elected to continue to monitor the patient. No additional information was available at this time.